Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer does not boot. Replacing computer and ups resolved the issue. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacturing date not available for this system at time of filing. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the computer failed to boot up the power button didn't work and when the power plug was connected, the monitor was switched showing the message "no signal". There was no patient present.

Manufacturer narrative:
The ups was returned to the manufacturer for analysis. Analysis found that the returned ups was standalone tested and was found to have blown fet's. Otherwise, all outputs measured normal voltage and the power button illuminated and powered the unit on and off as intended. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.